Manufacturer narrative:
Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that two glenosphere trials broke upon insertion and the ratchet screwdriver bit broke as the peripheral screws were inserted.

Manufacturer narrative:
Correction: d4 gtin. The reported event that could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: visual inspection: the received device shows signs of breakage as evident by appearance. The breakage is concentrated at the drive end. The transverse fracture pattern exhibits that the hexagonal screwdriver was subjected to non-axial application of regular higher torque leading to torsional forces, that leads to excessive stress on the drive ends, which goes past its yield point, and ultimately leads to breakage. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused due to improper usage. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that two glenosphere trials broke upon insertion and the ratchet screwdriver bit broke as the peripheral screws were inserted.